Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be above specification which caused the reported event. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump would not auto restart after a downstream occlusion alarm is cleared. The nurse had to manually restart the infusion. It was also reported there was no patient injury.